Event description:
It was reported that on (B)(6) 2022, a 25mm amplatzer amulet left atrial appendage occluder was chosen for procedure. This device was determined to be the wrong size for the patient and was removed. The device was replaced with a 22mm amplatzer amulet left atrial appendage occluder. During the procedure, there was difficulty implanting the device. It was reported that the device was completely retracted into the delivery system and was not exchanged. The physician was reported to be aware that completely retracting the amplatzer amulet into the delivery system without exchanging the device was against the instructions for use (IFU). The 22mm amulet occluder was then implanted using a 14f amplatzer steerable delivery sheath. During the procedure, 10,000 units of heparin were administered, and the patient's activated clotting time (act) level was 349 seconds. Post procedure, a trivial and stable pericardial effusion was noted in the left atrial appendage on echocardiogram. Later that day on (B)(6) 2022, the patient later presented with a worsened pericardial effusion that had progressed into cardiac tamponade. A pericardiocentesis was performed, and 450 cc was drained. The patient status was reported as stable and was discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of pericardial effusion and cardiac tamponade was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
N/a.